Event description:
Transfer call from (B)(6) in parts, provider states, the right frame where it is welded is missing at the piston. Provider was advised non warranty and chair is front wheel configuration will need the left side frame. No property damage or injury alleged. Provider disconnected. No further information provide.